Event description:
It was reported that: the julian anesthesia machine was turned off overnight with the oxygen and air supply lines connected to the hosp main supply outlets. The next morning, the julian remained turned off and connected to the hosp gas supply. Anesthesiologits were not able to maintain desired fio2 in 2 adjacent operating rooms and had to switch to auxillary oxygen tanks. Before switching to auxillary oxygen, concentrations greater 21 % could not be achieved. Disconnecting the julian from the hosp gas supply corrected the problem. There were no pt injuries.